Event description:
It was reported that, "pt had primary hip replaced on (B)(6) 2010. Pt complained of groin and acetabular location pain. Surgeon, dr. (B)(6) stated it appeared acetabular component was loose. Dr. (B)(6) revised hip on (B)(6) 2012. Upon extracting a 54mm cup that had no ingrowth visible, he then reamed to 60mm and implanted a 60mm shell. Upon implanting a 40 liner and 0mm head, it was then unstable. He elected to implant a 36mm laterized liner and a 36mm +10 head. He stated it was more stable with this construct. Pt had a direct anterior approach on primary and posterior lateral on revision."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.